Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was at end of service (eos) prior to use. The device was not implanted. There was no patient involvement.